Event description:
The patient reported: my bottom front tooth has started to twist due to the aligners, and it is pushing down on the tooth next to it, creating a sharp edge. Clinical review: the patient has noted that the aligners are not fitting properly, causing discomfort as mentioned in their support request. The lower incisor appeared grey. The patient was advised to see their regular dentist for a check-up and x-rays.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.